Event description:
The patient was allegedly burned when the retractor with light panel was placed on the patient during the procedure. The customer alleged the instrument was used less than one hour.